Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, both the needle and the thread broke. No part of the device fell into the patient cavity. There was no patient injury.